Event description:
It was reported that during a distal pancreatectomy procedure, the device fired fine, but post-op, a leak was detected and drains were placed in the patient. The patient is doing fine. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information provided by the surgeon on (B)(6) 2011: surgeon did not feel that this event was the stapler's fault. She said that this procedure has a 20-30% leak rate. She put the drain in post-operatively and left it in for 1-2 weeks, which is longer than normal. She said that this is a high risk patient and procedure anyway. She used the blue setting, but did not have any problems with the stapler. She does not plan on stapling with this type of tissue (pancreas), or stapling in general with this type of procedure. This patient/procedure has thick, tough tissue. She also stated that she is on a learning curve with this procedure. No additional patient or procedure information was provided, as she did not feel that this was the stapler's fault. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.